Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 0415, the pump was programmed to delivery morphine at a "1ml per dose." No further programming parameter were provided. After an unspecified length of time, the pt complained of pain and the pump was reprogrammed with a "flow rate" of 1.2ml. The pt continued to complain of pain and the physician was notified. At 0645, the pump was reprogrammed to deliver "1.5ml per dose" and the delivery was resumed. At 1315 during rounds, the nursing assistant noted that the pt was in "respiratory distress, " with a respiration rate of 4 breaths per min. The pt was transferred to the critical care unit for observation. No medical interventions were required. There were no transferred adverse pt sequelae. The customer contact reported that during a review of the pump history at the user facility it was determined that the device was programmed to deliver a concentration of 1mg/ml instead of the intended concentration of 5mg/ml resulting in the pt receiving "5 times the prescribed morphine dose." Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the event was the result of an operator error in programming the device.